Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to broken device were observed.

Event description:
Healthcare professional reported "attempted to implant a breast implant and the device ruptured." It is unknown if silicone gel came in contact with the patient. Surgery was completed with a back-up device. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported "attempted to implant a breast implant and the device ruptured." It is unknown if silicone gel came in contact with the patient. Surgery was completed with a back-up device. Device was not implanted.